Event description:
Patient reported right side "incalculable problems", "my right breast started to increase in size significantly, practically tripled", rupture, "lymph nodes in the right armpit contain apparent silicone", pain, "unable to sleep", "accumulated liquid", "risk for my life", "can no longer sleep properly", "time bomb inside of me. Compromised my health", "lymph nodes with increased echogenicity in the right axillary extension", "increase in volume", "right axillary lymph node enlargement with a silicone-like sign inside extracapsular rupture", edema, lobulated contours, "the fibrous capsule of this breast implant, which may correspond to an inflammatory / infectious process", "axillary lymph node enlargement", "I have pain, I take painkillers, I don't sleep well, all because of the prostheses", hardening, severe irregularity, rapid increase, 243ml liquid, rupture. "Pneumothorax after aspiration puncture" followed by "immediate dyspnea and pleuritic pain" and "difficulty walking" was also reported, but is not device related. The device remains implanted. Patient stated implants will be tested for "lymphoma analysis" after explant surgery; physician notes indicated seroma liquid was not tested for alcl so could not "discard the possibility".

Event description:
Patient reported right side "incalculable problems", "my right breast started to increase in size significantly, practically tripled", rupture, "lymph nodes in the right armpit contain apparent silicone", pain, "unable to sleep", "accumulated liquid", "risk for my life", "can no longer sleep properly", "time bomb inside of me. Compromised my health", "lymph nodes with increased echogenicity in the right axillary extension", "increase in volume", "right axillary lymph node enlargement with a silicone-like sign inside extracapsular rupture", edema, lobulated contours, "the fibrous capsule of this breast implant, which may correspond to an inflammatory / infectious process", "axillary lymph node enlargement", "I have pain, I take painkillers, I don't sleep well, all because of the prostheses", hardening, severe irregularity, rapid increase, 243ml liquid, rupture. "Pneumothorax after aspiration puncture" followed by "immediate dyspnea and pleuritic pain" and "difficulty walking" was also reported, but is not device related. The device remains implanted. Patient stated implants will be tested for "lymphoma analysis" after explant surgery; physician notes indicated seroma liquid was not tested for alcl so could not "discard the possibility".

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, lymphadenopathy, and silicone migration.

Event description:
Patient reported right side "incalculable problems", "my right breast started to increase in size significantly, practically tripled", rupture, "lymph nodes in the right armpit contain apparent silicone", pain, "unable to sleep", "accumulated liquid", "risk for my life", "can no longer sleep properly", "time bomb inside of me... Compromised my health", "lymph nodes with increased echogenicity in the right axillary extension", "increase in volume", "right axillary lymph node enlargement with a silicone-like sign inside extracapsular rupture", edema, lobulated contours, "the fibrous capsule of this breast implant, which may correspond to an inflammatory / infectious process", "axillary lymph node enlargement", and "I have pain, I take painkillers, I don't sleep well, all because of the prostheses". "Pneumothorax after aspiration puncture" followed by "immediate dyspnea and pleuritic pain" and "difficulty walking" was also reported, but is not device related. The device remains implanted. Patient stated implants will be tested for "lymphoma analysis" after explant surgery.